Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user encountered a barcode scanning issue during medication dispensing, where the system became stuck on the barcode prompt and did not recognize the scanned medication. The customer stated that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to locate bins and barcodes. A technical support specialist (tss) guided the user on correctly locating bins and verifying barcodes on the screen to successfully issue medications with valid barcode scans. The system functioned as intended after the technical support specialist guided the user to resolve the issue.